Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. Device received with high sleep current due to corroded electronic assembly. The motor was found with traces of corrosion per visual inspection. Device received with cracked case on the back at the battery tube area and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 149 mg/dl at the time of the incident. It also stated that insulin pump was cracked. The insulin pump will be returned for analysis.